Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs however, was unable to duplicate the issue. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.